Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician has been noticing higher impedance values at implant for this type of lead. Physician had previously measured impedances in the 400-450 ohms range. The physician is now seeing impedances in the 900-970 ohms range at implant. No patient complications were reported as a result of this event.